Manufacturer narrative:
A customer in canada had notified biomérieux of a misidentification of proteus vulgaris as proteus penneri when testing with the vitek® ms instrument ¿ (ref. 410895), serial number: (B)(6) and knowledge base v3.2). An internal biomérieux investigation was performed. Fine tuning: review of the fine tuning information showed that it was not optimal at the time of the sample test. The ratio median of good peaks vs bad peaks was 3.03 (minimum standard is 3.5). In addition, the status was ¿medium¿ at the time of acquisition. Spot preparation quality: the calibration ¿all peaks¿ values were homogeneous, but the analysis of the mzml sample shows that number of all peaks was heterogeneous (between 66 and 103), meaning that there may be non-optimal spot preparation. Knowledge base (kb) review: the expected identification has been defined as unknown because no reference method was used to confirm the expected identification. However, based on testing results (i.e. The indole test) the suspected identification seems to be p. Vulgaris which is present in vitek ms kb v3.2. Previous vitek ms kb 3.0 had proteus penneri / proteus vulgaris as a possible organism combination, but the current kb v3.2 should differentiate them. Sample data analysis: the investigator requested sample submission from the customer, but they confirmed on 10 nov 2020 that the strain was not available for submission. Complimentary investigation would be needed to confirm the cause of the issue, but further investigation is not possible. Conclusion: definitive cause could not be determined. It was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique. Additionally, a new fine tuning was performed following the report of this incident and was conforming with specifications.

Event description:
A customer from (B)(6) notified biomérieux of a misidentification result of a patient proteus vulgaris isolate in association with the vitek® ms instrument ((B)(4)) using knowledge base (kb) version (B)(4). The customer initially tested the patient isolate cultured from maconkey agar on the l3 spot. The vitek® ms instrument¿s initial, and refire assays of the l3 spot both obtained a low discrimination result of 50% proteus penneri / 50% proteus vulgaris. The customer then repeated testing at spot a2 in duplicate. A low discrimination result of 50% proteus penneri / 50% proteus vulgaris and misidentification result of proteus penneri were obtained. The customer then tested a patient isolate on the vitek® ms sourced from the purity plate of the vitek® 2 ast test kit. The colony was tested at spot f2 and obtained the expected result of proteus vulgaris. An indole biochemical test was performed, and the isolate was indole positive. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux has initiated an internal investigation.